Event description:
It was observed that during the device evaluation, the xenon light source exhibited a broken main power switch, a stuck button, and debris and dust inside the socket. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure. Based on the results of the investigation, a definite root cause could not be identified for the debris and dust observed inside the socket. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.